Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: (B)(6) 2016. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that never worked properly. The issue was first noted right after implantation. There was no change in activity level, programming etc. Just did not help pain. Steps taken to resolve the event was meetings with the representatives/service teams. Steps to resolve was had removed. No one wanted to remove it. Because of previous surgery, implant too close to (illegible). No good comments from other doctors. Patient stated not to bother the doctor, they couldn¿t fix the machine. It just wasn¿t good. Patient tried for almost a year. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-13 information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Caller reported pain. MRI compatibility guidelines were reviewed. No further complications were reported. On 2019-dec-19, additional information was received from the patient. It was reported that it never worked properly, the pain issue started right after the implant. No change, just did not work, didn't help pain. Steps taken were meeting with representatives several times. Had removed, no one wanted to remove it because of previous surgery implant too (rest of the provided information was illegible). Patient provided hcp information and added not to bother the doctor, they could not (illegible information) just wasn't good. Patient tried for almost a year. No further complications were reported.